Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced spontaneous erections with the implant, which led to an in-clinic evaluation. It was decided to revise the pump, and it was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.